Manufacturer narrative:
The customer reported there was foam present in the reagent cassette. The field service engineer performed the following: -calibration on paddle mixer positions. -cleaning and calibration of the sampling needle. -calibration of the sipper needle. -water quality check with an automatic test. The customer's qc passed after the service visit and no other complaints were reported. It was confirmed that the instrument is working acceptably.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys cmv igg assay results for 2 samples on a cobas e 411 immunoassay analyzer. Sample 1: the initial result was <0.150 u/ml and the repeat results were 176.4 u/ml, <0.150 u/ml, and 175.7 u/ml. Sample 2: the initial result was <0.150 u/ml and the repeat result was >500 u/ml. The results were not reported outside the laboratory. The reagent lot number was 4813401 and the expiration date was 30-sep-2021.